Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed functional testing. The main printed circuit board (pcb) was out of specification. (B)(4).

Event description:
It was reported that there was an error displayed on the screen. The external pulse generator (epg) was restarted but this had no effect. The epg was returned for servicing. There was no patient involvement.